Event description:
It was reported that during a laparoscopic cholecystectomy, the clip applier was inserted at the beginning of the procedure. When the first shot was fired, the stapler jammed at the handle and did not allow further staples to be inserted, remaining stuck at fourteen shots. The jaws of the stapler were not able to close, and clips were not able to load properly into the jaws at any point during use. There were issues with the loading and firing of the clips. The surgeon was able to squeeze the handle, but the jaws did not close. The device was replaced by another device to complete the case. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.